Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report about an adc device. The customer reported an adverse skin reaction while wearing the device, resulting in a blistering rash. The customer was contacted, and there was no report of adverse health impact or any self or third-party medical treatment. Based on the information provided, there was no report of serious injury related to this event.